Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. D4 (unique identifier UDI): detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment. Device code a050502 captures the reportable event of misfired device.

Event description:
It was reported that during a procedure using a capio device, the device misfired while attempting to place the suture in the ligament. An attempt was made to retrieve the suture, but the dart detached from the suture. Given the size of the suture, the physician decided to retain the suture dart within the patient.